Event description:
The device was applied during a lung resection procedure. The staples did not form properly. The surgeon applied another device to complete the procedure.

Manufacturer narrative:
10/4/96-submission of supplemental report with add'l info in sections d-7, d-8, and d-9. Evaluation indicated and codes entered in h-3 and h-6.